Event description:
On (B)(6) 1994, installation of cook birds-nest ivc filter. On (B)(6) 2008, CT scan reveals strut from filter has broken off and is punctured the wall of the vena cava and pressing against aorta. Multiple physicians recommend to do nothing until it migrates. Six month CT scans to monitor movement is recommended. (B)(6) 2010, CT scan reveals strut has migrated into aorta other schards are precariously close to spinal column, and one piece is unaccounted for. Retrieval of broken strut removed from aorta. Others are not removed and I'm told to monitor their movement. Dates of use: (B)(6) 1994-(B)(6) 2010. Diagnosis or reason for use: deep vein thrombosis/pulmonary emboli. Event abated after use: no.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510 number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4).baxter has received similar reports for the reported problem. A labeling review was conducted and found to be adequate for the reported use error in this complaint.

Event description:
This is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique/handling procedure and peritonitis. On an unreported date in 2010, a break in aseptic technique/handling procedure occurred. On an unreported date in 2010, the patient was hospitalized for peritonitis. The patient was treated with an unspecified antibiotic. Information regarding relevant laboratory testing was not reported. On an unreported date in (B)(6) 2010, the event of peritonitis resolved. There was no mention of retraining the patient; therefore, it was unknown whether the event of break in aseptic technique/handling procedure resolved. The root cause of the peritonitis was break in aseptic technique/handling procedure. Medical history and concomitant medications were not reported. The nurse believed that the event of peritonitis was related to the break in aseptic technique/handling procedure.